Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the electrogram showed that the left ventricular lead was failing to capture. No intervention was performed. There were no patient consequences reported.